Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement that triggered a red call doctor (rcd) on the communicator. The measurement suddenly dropped to within limits value and has remained stable since. The lead remains in use. No adverse patient effects were reported.